Manufacturer narrative:
Investigation: used saline lines from an optia disposable set were returned to terumo bct for evaluation. Visual inspection confirmed fluid in the lines and both roller clamps and the manifold pinch clamp were fully closed. The lines were flow tested and the clamps were successful in fully occluding the lines. The roller clamps were visually examined for any manufacturing defects or molding abnormalities and none were found. Root cause: the part evaluation confirmed that the roller clamps were fully functional. Based on the evidence, the cause for the centrifuge pressure alarm and hypervolemia is attributed to failure to completely close the roller clamp during the procedure.

Event description:
The customer reported that approximately 2 hours into a continuous mononuclear cell (cmnc)collection, they received the alarm "the pressure of the centrifuge has exceeded the limit". Upon inspection, it was found that the 1000 ml bag of saline was empty despite the clamps on the sample tubing and saline being closed. Another 250 ml saline bag was connected and the procedure was restarted. The customer noted that the saline was flowing at approximately 4 drops per minute with the clamp closed. An additional clamp was placed on the sample tubing and saline line and the procedure was completed with no further issue. Due to EU personal data protection laws, the patient information and outcome are not available from the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information. Additional investigation: per the customer, the total volume of blood treated was 7819ml. Ac used was 711ml and ac infused back to the patient was 696ml. The customer indicated that the total amount of the volume discrepancy does not represent more than 15% of the patient's total blood volume. The customer reports that the event was a result of user error by the nurse. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Review of the rdf indicated that it is possible the saline line was not completely clamped off and saline may have been dripping into the system throughout the procedure. Updated root cause: the part evaluation confirmed that the roller clamps were fully functional. Based on the evidence, the cause for the centrifuge pressure alarm and hypervolemia is attributed to failure to completely close the roller clamp during the procedure. This was subsequently confirmed by the customer. Evidence from review of the rdf supports that the roller clamp was not fully occluding the tubing. Signals in the rdf indicate that the system received a ¿interface took too long to establish¿ alarm approximately at 35 minutes into the procedure. This alarm typically occurs if the entered patient hct is higher than the actual patient hct. If some saline is entering the system then this will essentially lower the hct of the entering patient blood since it will dilute it with saline. If the inlet saline line roller clamp is not completely clamped then this will likely be the result. Other signals from the device during the procedure also indicated that the line was not fully occluded, including the inlet pressure sensor signals. The inlet pressure sensor baselines higher during the beginning portion of the procedure at around -15 mmhg. After about 120 minutes or so, the inlet pressure sensor then baselines at around -60 mmhg. Although it cannot be confirmed, it is possible that the difference in pressures may have been caused by the saline line being partially opened. It was also noted at around 120 minutes into the procedure the system also adjusted the plasma pump flow rate in order to keep the collected product from being too dark. The system decreased the plasma pump flow rate to ensure the system was tracking the product appropriately to the selected collection preference. This also may be indicative that the hct entering the system after 120 minutes was higher than the hct entering the system during the first 120 minutes since the operator then sealed the saline line with an additional clamp.

Event description:
Due to EU personal data protection laws, the patient information and outcome are not available from the customer. Donor gender and weight information were obtained from the run data file (rdf).